Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during the first device deployment the physician accidentally pulled the device out of the vessel then released the anchor, resulting in the device not deploying, and bleeding at the site. Manual pressure was used. The doctor also mentioned that the artery seemed like it was already traumatized by the step down sheath and that there was some bleeding around our sheath. Additional information states that there were issues with advancing or withdrawing procedure sheaths during the case. Another device was opened and deployed with success, however bleeding continued at the site. A hematoma was present by this time. Device tensioning and lock advancement was performed once more to ensure the collagen was secured to the anchor. Some bleeding persisted. A balloon was inflated proximal to the arteriotomy site so ensure bleeding was minimal, while an angiogram was performed. The angiogram revealed no bleeding from the device closure area, but bleeding from other areas of the artery and also dissection like signs throughout the vessel. A covered stent was delivered covering these areas and the new angiogram revealed repair of these areas.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tevar procedure, a 18f manta was planned for closure in the right common femoral artery. Depth deployment measurement was 3.5cm. Micropuncture and ultrasound were utilized to gain a lower positioned access. Issues were encountered during advancing and exchanging of the procedural sheaths. During deployment, the physician accidentally pulled the manta closure device out of the vessel and released the anchor, resulting in the manta unable to deploy and seal the puncture. Bleeding was present and manual pressure was applied. The physician noted the artery appeared already traumatized from the step-down procedural sheath and there was bleeding around the manta sheath. Blood collecting in the subdermal space can lead to the development of a significant hematoma. A second 18f manta device was opened and deployed successfully; however, bleeding continued at the access site. A hematoma had developed, and the physician wanted to ensure the collagen was secure to the anchor by applying tension and performing a second lock advancement. The bleeding continued and balloon inflations were applied proximal to the site. An angiogram was taken and reveled no bleeding from the manta site. However, bleeding from other areas of the artery and signs of dissections throughout the vessel could be seen. A covered stent was deployed, and a follow up angiogram indicated no further bleeding was present. The IFU states the safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Perforation of iliofemoral arteries, causing bleeding/hemorrhage has been identified as a known potential adverse event related to the deployment of vascular closure devices.